Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Based on the verbatim the substance may be silicone. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe had "sticky/stringy" foreign matter on the plunger tip. The following information was provided by the initial reporter: "I opened a sterile bd 3ml syringe to get ready to withdraw liquid for im injection. I noticed once I pulled down on the plunger to withdraw air there was moisture inside the barrel. Looking more closely it seemed sticky/stringy at the site of the plunger tip. I had noticed after attaching a bd precisionglide needle 25g x 1inch, but the needle showed no defect. The syringes are stored in a cupboard at room temperature. No other syringes seem to be affected."